Manufacturer narrative:
Calibration data was acceptable. All three control levels were within range on 06-nov-2025. Only the third level of control was measured on 03-dec-2025 and it was acceptable. For the remaining provided control data, no abnormalities or outliers were observed. Based on calibration and control data, a general reagent issue can be excluded. The investigation could not identify a product problem. The issue is consistent with a pre-analytic sample handling issue or contamination.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys tg ii results for 1 patient on a cobas 6000 e601 module. The customer has a medical history of total thyroidectomy and has had consistent previous tg results of <0.04 ng/ml since 2021. On (B)(6) 2025, the initial result was 26.27 ng/ml. The repeat result was 27.99 ng/ml. The patient questioned the results and they went to another laboratory to have a new sample collected. The tg result from the other laboratory was <0.04 ng/ml. The exact date of testing was not provided. On (B)(6) 2025, the patient had a new sample collected and tested at the customer site. And the tg result was <0.04 ng/ml with flag. On (B)(6) 2025, the customer repeated the sample from (B)(6) 2025 and the result was 27.76 ng/ml. The sample from (B)(6) 2025 was also repeated and the result was <0.04 ng/ml with flag.